Event description:
It was reported that the patient has experienced a recent increase in seizures and the generator is at near end of service. The physician referred the patient for generator replacement due to the low battery. No known surgical interventions have been performed to date. It is unknown whether or not the increase in seizures is above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Corrected data: previously submitted MFR. Reports inadvertently did not include that the explanted generator had been received for analysis.

Event description:
The generator was received for analysis. Analysis was completed on 11/17/2015. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional, with the exception of the expected low battery voltage. The battery shows a neos=yes condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that the patient underwent generator replacement. There were no known causal or contributory programming changes, medication changes, or other external factors that preceded the onset of the increase in seizures. The explanted generator has not been received for analysis to date.